Event description:
It was reported that the teeth were broken on the universal oscillating saw attachment. There was no patient harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow medwatch will be submitted once the investigation is complete.